Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient's cgm was reading low so she ate. She had no symptoms of a low so checked a bg which was 500 mg/dl. She went to the emergency room (ER) because she did not have any insulin to treat the high bg. At the ER she was given insulin as well as unspecified medications for nausea and pain, and discharged after a few hours. At the time of the report she was feeling okay and normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.